Event description:
Additional information was received from a manufacturer representative on 2017-feb-13. The initial reporter was an emergency room (ER) nurse. The patient was to follow-up last thursday ((B)(6) 2017) at the clinic and the representative had not heard anything else regarding the situation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on (B)(6) 2017. It was reported that the serial number of the clinician programmer involved with the event was unknown. It was indicated that troubleshooting performed related to the patient feeling like they were getting too much medicine included the manufacturer's representative in the emergency room (ER) reprogramming the pump with the ER physician with technical services' assistance (this was in the initial report). It was noted that the 0.8 mg dose was programmed as the old drug desired dose as it was close to the patient¿s new simple continuous rate after the refill with the higher concentration. It was also stated as the cause of the 0.8 mg being programmed as the old drug desired dose that the patient would not be able to use the personal therapy manager (ptm) dose for 95 hours and that the total dose if all ptm activations were used was 2.34 mg/day prior to the refill. It was indicated that the symptoms had resolved as of the office visit on (B)(6) 2017. The pump programming session report was included with the report. The report showed that the current pump setting examined on (B)(6) 2017 at 10:58 with the last change being (B)(6) 2016 at 14:31 included hydromorphone [8.0 mg/ml] at a dose of 0.3997 mg/day via simple continuous infusion mode with a patient activated (pa) dose of 0.2000 mg with a total maximum daily dose of 2.3447 mg/day, which is a 487% increase in daily dose by 1.9450 mg. The patient¿s lockout interval was 02:00 hours, with a dose restriction interval (dri) of 1/02:00 hours, and a maximum activation of 10 per day. The estimated elective replacement indicator (eri) was 9 months. The pump was updated on (B)(6) 2017 at 11:16 with hydromorphone [15.0 mg/ml] and an 80% increase in the dose for 0.720 mg/day (noted to be the lowest programmable) via simple continuous infusion mode. A bridge bolus was programmed with the daily dose of the new drug at 0.720 mg/day, and the concentration of the old drug at 8.0 mg/ml, a bolus dose of 3.1558 mg, and with the old drug desired dose at 0.8000 mg/day (noted to be increased) for a bolus duration of 94 hours and 45 minutes (noted as patient amount ptm lockout). The pa dose remained at 0.200 mg for a total maximum daily dose of 2.620 mg/day, which was now a 264% increase in daily dose by 1.899 mg. The lockout parameters did not change. The reservoir volume was updated from 4.1 ml to 19.0 ml. No further complications were reported or anticipated.

Manufacturer narrative:
(B)(4) and (B)(4) do not apply. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8840, serial# unknown, product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving 15 mg/ml hydromorphone at a dose of 0.72 mg/day via an implantable pump for non-malignant pain and chronic low back pain. The old medication was 8 mg/ml hydromorphone at a dose of 0.4 mg/day. It was reported that the patient was in the emergency room (ER) due to a feeling like she was getting too much medicine. The patient was refilled earlier in the day and a bridge bolus was programmed. The old dose per day was 0.4 mg and the patient had personal therapy manager (ptm) boluses available. For the bridge bolus, the old drug desired dose programmed was 0.8 mg. The bolus was 0.395 ml over 90+ hours. The patient reported the symptoms of dizzy, lightheaded, and weak. The bolus was cancelled and was recalculated via a priming bolus. The new bolus was 0.3575 ml over 171:21 (hours:minutes). Post bolus, the new drug concentration would be delivered at a dose of 0.72 mg, which was the lowest programmable based upon the concentration of 15 mg/ml.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2017-jun-27. It was reported that the patient's weight at the time of the event was (B)(6) lbs . No further complications were reported or anticipated.